Event description:
It was reported that, before using the demo device at the bruno cotte ,the cardiosave intra-aortic balloon pump (iabp) unit no longer turns on. There was no patient involvement .

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit no longer turns on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). (Due to character limitation, below field are added from e1) - corrected field - e1(initial reporter): (B)(6). A getinge field service engineer (fse) evaluated the device and disassembled the card present on screen. Reassembled because new card kit with cable ok. Fse replaced power management board (d670-00-1162) and video generator board (d040-00-0456). Functional check ok. Everything is working normally again.